Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. After sales and marketing reached out, they concluded that there is a lack of understanding of the new product due to a lack of training provided because of the cov19 situation.

Event description:
It was reported that cathena 20gx1.25in winged bc is difficult to thread. This was discovered during use. The following information was provided by the initial reporter: material no: 386811 batch no: unknown. It was reported that it is difficult to thread the catheter into the vein using one hand and an excessive amount of pressure is needed when connecting to the luer lock. This is regarding the new cathena IV catheters. With these we are no longer able to thread the catheter into the vein using one hand while securing the site/arm with the other hand. Instead we have to use two hands, thereby increasing the risk of losing the unsecured IV site. We also, have to use excessive pressure to connect our lines to the catheter once we do obtain a site. This results in either, using excess force which can cause patient discomfort or destabilization of the site, or the connection is not adequate and resulting patient bleeding from the connection.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that cathena 20gx1.25in winged bc is difficult to thread. This was discovered during use. The following information was provided by the initial reporter: material no: 386811 batch no: unknown. It was reported that it is difficult to thread the catheter into the vein using one hand and an excessive amount of pressure is needed when connecting to the luer lock. This is regarding the new cathena IV catheters. With these we are no longer able to thread the catheter into the vein using one hand while securing the site/arm with the other hand. Instead we have to use two hands, thereby increasing the risk of losing the unsecured IV site. We also, have to use excessive pressure to connect our lines to the catheter once we do obtain a site. This results in either, using excess force which can cause patient discomfort or destabilization of the site, or the connection is not adequate and resulting patient bleeding from the connection.